Event description:
Fresenius kabi nxstage pureflow rfp 401, rfp 400 dialysate solution have " dynamic" barcode that changes based on lot number. There is no national drug code, (ndc) or static barcode available, creating a significant barrier to barcode medication administration, (bcma). Our organization has worked closely with the storeroom (who supplies crrt dialysate fluids due to size constraints in the pharmacy department) to proactively ensure each lot is added to the electronic health record, (ehr) medication record, unfortunately, several lot numbers have been omitted from addition to drug record in the setting of difficulty associated with this work- around. The resultant risk is wrong dialysate fluid hung, resulting in electrolyte dyscrasias in crrt patients. Second order effects are rn reduced perception of risk when consistently overriding bcma in dialysate fluid s. Reached out to fk with complaint, or suggestions for alternatives that contain manufacturer barcode. This product is classified as " device" (think saline flushed) and does not have an ndc. No barcode on dialysate product. Large bags, different solutions/electrolyte formulas, bags look very similar (lasa). Proactive addition of barcode on product that changes with each lot #. This is a very large (5 liter) product that is rapidly consumed (up to 3 - 4 liter/hour flow rates on crrt) and the volume and cumbersome nature of this work- around results in gaps. Rns have received education of bcma escalation policy, however due to chronicity of this problem, they are reporting and escalating less. Often time once escalated, the storeroom does not have product that has barcode added to drug record and we expedite the update. This still leaves several hours, up to one day of bcma bypass required. Colored stickers have been added to distinguish products; this has been in consistent and not reliable. Circumstances or events have capacity to cause error. (B)(6).